Event description:
Needle was broken subcutaneosly ( medical device complication. "Needle was broken subcutaneously". Concerns a patient who started using novopine (30g) needle in 2005 due to diabetes mellitus. In 2005 the patient experienced that the needle broke off subcutaneously beside the unbilicus after injection. Family members were unsuccessful in attempting to remove the needle. The patient went to the local hospital where an x-ray examinatin located the broken needle, which was removed surgically. The sutures were removed the following month. The patient was not admitted to the hospital. The patient had been trained in the use of the device and had performed the airshot. It was stated that the patient felt high pressure when pressing the push button during the injection and the patient found that the needle had broken after administration. The patient recovered completely from the event. Analysis result: product:novofine g30, 8mm. Lot no :013e14d no sample was returned for testing. Batch history from final qc release examined. Lot reference sample tested: visual examinations performed. Needle tested for resistance to breakage. During testing it has not been possible to detecgt any irregularities on a reference sample from the batch in question.